Event description:
During scheduled follow up on (B)(6) 2014 the physician detected 2 warning messages about ineffective therapy due to low shock impedance. A high shock impedance was measured on (B)(6) 2014.

Event description:
During scheduled follow up on (B)(6) 2014 the physician detected 2 warning messages about ineffective therapy due to low shock impedance. A high shock impedance was measured on (B)(6) 2014.

Event description:
During scheduled follow up on (B)(6) 2014 the physician detected 2 warning messages about ineffective therapy due to low shock impedance. A high shock impedance was measured on (B)(6) 2014.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.